Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, contamination under the keypad button contacts, missing and inverted keypad button contacts, and a damaged battery cap. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display screen was dim and discolored. The keypad buttons were unresponsive. The contrast, up and down arrow keypad button contacts were missing, and the ok keypad button contact was inverted. The keypad cover was removed and contamination was found under all the keypad button contacts. The top of the battery cap was worn. Unrelated to these issues, the keypad cover was cut and torn. (B)(6).